Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory method. On (B)(6) 2023 the result from the laboratory at 8:00 was 3.9 inr. The result from the meter at 9:00 was 6.0 inr. On (B)(6) 2023 the result from the meter was 5.7 inr. The result from the laboratory within 1 hour was 3.6 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr and tests daily.

Manufacturer narrative:
Section e3: occupation is patient/consumer (patient's wife). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient was taking antibiotics and vitamin c at the time of the questionable results. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." And "testing has confirmed that pt/inr test results are not affected by: ascorbic acid up to 30 mg/l". The investigation did not identify a product problem.